Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx uncovered stent was implanted in the common bile duct to treat a malignant, extrinsic pancreatic mass during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was tortuous and was not dilated prior to the stent placement procedure. Five days post stent placement, the patient was admitted to the intensive care unit with cholangitis. Imaging was performed, and it was noted that the stent did not fully expand. Reintervention via ercp was performed and two plastic stents were implanted within the wallflex biliary stent to allow for biliary drainage. Reportedly, the physician was comfortable leaving the wallflex biliary uncovered stent implanted. The patient was reported to be fully recovered and the patient's current condition was reported to be fine.